Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that when the physician was using a cc mode with interleaving programming, at some point when the amplitude was reduced, the amplitude could not be increased any more. Other parameters such as pw and rate couldn't be adjusted either. It was noted that in voltage mode there was no problem. The rep couldn't get information on what types of error message the physician saw. The physician suspected this was due to the high impedance of the patient's tissue, but because high amplitude was able to be used before, it was unknown if this was a bug in the clinician programmer or safety factor. The following was the programming history: (B)(6) 2015 in cc mode, amplitude could be adjusted/increased at this time. Cc mode r1 r2 electrode c+1- c+2- amplitude 2.2 ma -> 2.3 ma 2.2 ma -> 2.3 ma pw 210 us 210 us rate 120hz z 2416 ohm 2848 ohm voltage 6.132 v 7.177 v. (B)(6) 2015 in cc mode, amplitude could not be increased, pulse width nor rate could not be changed either. The physician made a note that there was an error message but did not record the exact message, hence unknown error. Cc mode r1 r2 electrode c+1- c+2- amplitude 2.1ma pw 180 us 180 us rate 95hz z 2679 ohm 3380 ohm voltage 6.04 v 7.561 v. (B)(6) 2016 change from cc mode to cv mode using following parameter. All parameters could be adjusted using the cv mode. Cc mode r1 r2 cv mode r1 electrode c+1- c+2- electrode 1-2-3+ amplitude 2.0ma amplitude 6v pw 180 us 180 us pw 210 us rate 95hz rate 185hz z 2503 ohm voltage 2.408. No symptoms were reported.